Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01979.

Event description:
The patient was undergoing a coil embolization procedure in the right gastric artery using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician advanced a ruby coil into the target vessel using a non-penumbra microcatheter and attempted to detach it using a handle; however, the ruby coil failed to detach despite several attempts were made to reposition it. Subsequently, the physician decided to retract the ruby coil into the microcatheter. While retracting the ruby coil, the ruby coil unintentionally detached in the microcatheter. The physician then pushed the ruby coil back into the target vessel to prevent the ruby coil from ¿flying out¿ and was able to implant seventy five percent of the ruby coil; however, twenty five percent of the ruby coil was hanging in the left hepatic artery. It is unknown on how the procedure was completed, and the physician has since treated the patient without any issues. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The embolization coil was detached from its pusher assembly distal detachment tip (ddt) and not returned for evaluation. Conclusions: evaluation of returned ruby coil confirmed that the embolization coil was detached from its pusher assembly. If the pet lock is broken on the proximal end of the pusher assembly and the pull wire is completely retracted out of the ddt, the embolization coil will detach from the pusher assembly. In addition, if the patient anatomy was tortuous, friction may build up between the pusher assembly and the pull wire. Therefore, during an attempt to detach the coil using a handle, the handle may not be able to overcome the force of the friction and prevent the coil from detaching. Upon re-positioning the microcatheter and retracting the ruby coil, the tension may be released, and the embolization coil may detach in the location where the tension is released. The complaint did not mention that the patient had tortuous anatomy and, therefore, the root cause of the complaint could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01979.